Manufacturer narrative:
Technical assistance center ( tac ) support engineer communication with the customer noted that the customer already created the returned material authorization (RMA) for evaluation and repair, however, called in and wanted further information regarding error. Tac explained the error to the customer and indicated , still wanted to send the device for evaluation repair. The subject device was received at service business center for evaluation noted with a user request "it fell from 4ft high from it¿s stand: physcial damage ". Subject device evaluation , the following were noted : power test performed and the unit failed to boot-up due to faulty (power supply unit) psu board. In addition, it was determined the core of the transformer of the pkrf board was broken. Display check performed , noted the keypad has many scratches. Device noted to be running old version software (v3.02) and needs to be upgraded to version v3.03. There are 3 mounting feet missing and a missing d socket cover. Review of fault log showed error 400 ref 26, four (4) times, this error generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Error 200 ref 35, one time, indicated rf relay 1 (socket) not operating. Cpu checks rf socket relay is in correct position. Device evaluation findings found damaged psu and pkrf board, likely these damages were the cause of the device physical damage due to the device fell and dropped as noted by the customer when the repair request was sent. The reported physical damage could be confirmed. In addition, review of fault log found the error 400 ref 26 four (4) times showed in the log indicated irrigant error due to saline solution not present when turis electrode activated or there is an electrode connection fault. This error observed confirmed the reported fault "irrigant error" (error 400 ref 26) ". Follow up is in progress regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that during use (therapeutic procedure), the device displayed an error message "irrigant error" (error 400 ref 26) . No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/broken pkrf board (printed circuit board) and faulty psu (power supply unit) could not be identified. Olympus will continue to monitor field performance for this device.